Event description:
On 24th april 2019, rayner intraocular lenses limited received notification from its colombian distributor of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the patient underwent retinal surgery in early 2019 (date unknown) and that on an unknown date post-operatively presented with opacification of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of an unspecified rayner iol approximately ten years ago. The patient required retinal surgery and this was carried out in early 2019 (date unknown). On an unknown date post retinal surgery, the patient presented with opacification of the iol. The indication for retinal surgery has not been specified; however, rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). The iol was explanted and returned to rayner. As the report pertained to the development of opacification, the explanted lens was sent to a third party independent laboratory to undergo structural and ultrastructural analysis. Scanning electron microscopy (sem) showed crystalline deposits that would be observed following deposition of the mineral calcium phosphate. Energy dispersive x-ray (edx) revealed that carbon was the main element of the sample, consistent with the material of the acrylic iol. The mineral calcium was also present in the spectroscopy. The device analysis confirms calcification of the iol. The calcification of iols has been categorised in published literature into three types; primary, secondary and a third for those incorrectly determined cases (pseudocalcification). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process (2,3). Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects all hydrophilic manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions. Off label use of alteplase (actilyse) (rtpa) (4), multifactorial (5), high phosphate content ophthalmic viscoelastic devices (5), repeated exposure to intracameral air (6), raised intraocular pressure (6), excessive post-operative inflammation (6), complicated, traumatised eyes (7) as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures (8), trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions (9). The patient's retinal surgery is likely to be a contributory factor to the development of calcification in this case. References: neuhann, irmingard & kleinmann, guy & j apple, david (2008). A new classification of calcification of intraocular lenses. Ophthalmology. 115. 73-9. 10.1016/j.ophtha.2007.02.016. Syam, p, byrne, p, lewis, g, husain, t, kleinmann, g, mamalis, n, apple, dj, rimmer, t. Hydroview lens implant calcification: 186 exchanges at a district general hospital. Eye 2006/10/20/online 22 325. Https://www.hpra.ie/docs/default-source/field-safety-notices/october-2017/v33214_fsn.pdf?sfvrsn=2. Mhra alert mda/2010/008. Walker nj et al. Calcification of hydrophilic acrylic intraocular lenses in combined phaco-vitrectomy surgery. J refract surg 2010; 36:1427-1431. P. Morgan-warren et al. Opacification of hydrophilic acrylic intraocular lenses after descemet stripping automated endothelial keratoplasty. Clinical ophthalmology. 2015:9 277-283. A dhital et al. Calcification in hydrophilic intraocular lenses. Associated with injection of intraocular gas. American journal of ophthalmology: 2012; jun;153(6):1154-60. L werner et al localised opacification of hydrophilic acrylic intraocular lenses after procedures using intracameral injection of air or gas: j cataract refract surg. 2014: vol 41, issue 1, p199-2017. De cock r et al. Calcification of rayner hydrophilic acrylic intra-ocular lenses after descemet's stripping automated endothelial keratoplasty. Eye (lond). 2014; 28(11):1383-1384.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. There is limited information available and product information is not expected to be provided. Cataract surgery and rayner iol implantation is reported to have taken place around 10 years ago. Approximately, two months ago the patient underwent retinal surgery (reason unspecified). On an unknown date post-operatively, opacification of the iol was observed for the first time. The iol was explanted due to the development of opacification and the explanted lens has been returned to rayner for analysis. As the report pertains to the development of opacification, the lens will be sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Analysis is expected to take approximately 1-2 months to complete.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following use of a unspecified rayner iol. The event description provided states that the development of iol opacification was observed on an unknown date after retinal surgery (performed approximately two months ago).